Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had taken to the emergency room (ER) and diagnosed with mild diabetic ketoacidosis (dka). The patient's blood glucose levels reached 562 mg/dl while wearing the pod longer than 48 hours. As treatment, several manual injections were delivered and a new pod was applied; patient continued to experience symptoms so mother took him to the emergency room. Symptoms reported include hyperglycemia, large ketones and vomiting. The patient monitored in the emergency room and insulin was delivered through worn pod. Patient was released after spending 5 hours in the emergency room and the pod in question was discarded. The patient's blood glucose, carbohydrate and insulin history are as follows: (B)(6).